Manufacturer narrative:
Continuation of d10: product ID 3487a-33 lot# va2ar4h; implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type lead product ID 3487a-33 lot# va2ar4h; implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type lead product ID 3487a-33 lot# va2ar4h; implanted: (B)(6) 2021; explanted: (B)(6) 2024; product type lead product ID 3487a-33 lot# va2ar4h; other relevant device(s) are: product ID: 3487a-33, serial/lot #: va2ar4h, ubd: 01-dec-2024, UDI#: (B)(4) ; product ID: 3487a-33, serial/lot #: (B)(6), ubd: 01-dec-2024, UDI#: (B)(4) ; product ID: 3487a-33, serial/lot #: (B)(6), ubd: 01-dec-2024, UDI#: (B)(4); product ID: 3487a-33, serial/lot #: (B)(6), ubd: 01-dec-2024, UDI#: (B)(4). H6 codes belong to the leads. G2. Foreign: germany medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient did not get pain relief anymore. It was tried to reprogram the lead but several of the contacts had high impedances and with the working contacts the patient would always feel the paresthesia in the back as opposed to the groin where he has his pain; broken quad leads. Fluoroscopy revealed that the leads had migrated. The leads and extensions were explanted and replaced with new material. The extensions might have been too short (20 cm vs 60 cm now). The issue was resolved at the time of the report. The patient was alive with no injury at the time of the report.

Event description:
Additional information was received. It was reported that it can also already seen that the leads are broken through visual inspection. The manufacturer representative (rep) will ship them as soon as they get the envelopes as they are currently on backorder. The information was confirmed with the physician account. The provided session report showed high and out of range impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: e2403 was added in error and has since been removed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation of manufacturer's reference # (B)(4) lead: analysis found that the device had a reliability non-conformance due to the finding that there was no continuity for #0 and that the #0 conductor was broken in the body of the lead within 10 cm of the connector area; broken 1cm outside of the distal end of the extension and 4.0cm from the proximal end. H3 device evaluation of manufacturer's reference # (B)(4) lead: analysis found that the device had a reliability non-conformance due to all conductors being found broken 16.4cm from the distal end at or near the anchor as well as no continuity. H3 device evaluation of manufacturer's reference # (B)(4) lead: analysis found no significant anomalies. Analysis identified environmental stress cracking (esc) on the outer insulation of the body of the lead which did not affect the function of the device. Electrical testing determined that continuity was complete and there were no electrical shorts between the circuits. H3 device evaluation of manufacturer's reference # (B)(4) lead: analysis found that the device had a reliability non-conformance due to conductors being stretched, the #3 conductor being broken 3.3cm from the distal end in the body of the lead, and #3 having an open circuit. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.